Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level was 589 mg/dl. Customer experienced symptoms such as sinus infection. The customer stated the other blood glucose was 500 mg/dl, 300 mg/dl. The customer was treated with intravenous insulin. The insulin pump will not be returned for analysis.